Manufacturer narrative:
An engineering investigation was initiated to identify the root cause of the reported issue. Several attempts were made to obtain additional information including images or videos demonstrating the issue which proved unsuccessful. The reported problem could not be reproduced, and it remains functioning properly at the customer site. According to the engineering investigation, there is insufficient information to determine the root cause of the alleged issue or confirm a malfunction occurred.

Event description:
The customer reported that the epiq ultrasound system control panel was swiveling during transport within the customer site. No patient or user was harmed as a result of the issue. The field service engineer was dispatched to the site to evaluate the system and was unable to reproduce the reported problem. The system has been returned to service with no additional issues reported.

Event description:
The customer reported that the epiq ultrasound system control panel was swiveling during transport within the customer site. No patient or user was harmed as a result of the issue. The field service engineer was dispatched to the site to evaluate the system and was unable to reproduce the system the system has been returned to service with no additional issues reported.

Event description:
The customer reported that the epiq ultrasound system control panel was swiveling during transport within the customer site. No patient or user was harmed as a result of the issue. The field service engineer was dispatched to the site to evaluate the system and was unable to reproduce the reported problem. The system has been returned to service with no additional issues reported.

Manufacturer narrative:
Sending supplemental report to populate become aware date in the 'date received by manufacturer' field for the follow up/final report received by FDA on july 12, 2024. This date was inadvertently left blank.

Manufacturer narrative:
An addendum report is being submitted to provide the date received by manufacturer with the philips¿ become aware date. The information is in the g3 field.